Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving morphine 5 mg/ml; 2.3496 mg via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient had a refill on (B)(6) 2018 and the concentration was changed. The logs confirmed this. The patient experienced a sudden change in therapy. The next morning the patient was delirious. The patient presented to the emergency room (ER). On (B)(6) 2018 the ER physician requested for the pump to be read. The pump and the logs were checked, and no alarms had occurred or motor stalls. No adjustments were made to the pump. On (B)(6) 2018 the hcp requested a 10 percent decrease in the pump as they felt some of the symptoms the patient presented with had to do with the pump. The pump was decreased by 10 percent per hcp request. No details were given on the type of symptoms patient had and will not be available. No interventions were performed. It was unknown if the issue was resolved. Patient weight and medical history were asked and will not be made available. Patient status was alive - no injury. No further complications were reported.